Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The 80% stenotic, 2.5x16mm eccentric shaped lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. Access was obtained through the right radial artery. The physician predilated the lesion with a 2.5x15mm maverick2 balloon. The balloon was inflated twice to 10atms for eight seconds each inflation. Stenosis was at 60% after dilation. The physician then advanced the 2.5x20mm taxus liberte stent to the lesion but was unable to cross. When the device was removed from the patient, the physician observed that the stent was damaged. A 2.5x18mm non-bsc stent was implanted to treat the lesion in the lad. A 2.5x18 non-bsc stent was implanted to treat a 15mm long lesion in the obtuse marginal artery. There were no patient complications. Patient status is reported as "stable".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The 80% stenotic, 2.5x16mm eccentric shaped lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. Access was obtained through the right radial artery. The physician predilated the lesion with a 2.5x15mm maverick2 balloon. The balloon was inflated twice to 10atms for eight seconds each inflation. Stenosis was at 60% after dilation. The physician then advanced the 2.5x20mm taxus liberte stent to the lesion but was unable to cross. When the device was removed from the patient, the physician observed that the stent was damaged. A 2.5x18mm non-bsc stent was implanted to treat the lesion in the lad. A 2.5x18 non-bsc stent was implanted to treat a 15mm long lesion in the obtuse marginal artery. There were no patient complications. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified proximal stent damage. One strut at the proximal edge was slightly raised proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).